Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated, "temp basal is set for 24 hours and after 2 hours the temp basal shuts off, with the pump locked". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 20-feb-2018 - device evaluation: the device has been returned and evaluated by product analysis on 24-jan-2018 with the following findings: during the investigation, a review of the black box and basal history showed multiple programmed temporary basal programs. No activity outside of normal use was observed in the pumps history. Unrelated to the original complaint, the battery compartment was found to be cracked. The returned battery cap was undamaged and able to fit securely. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump reverted 24 units after a 24-hour time frame on 1 unit/hour duration test. Test temporary basal was programmed with +100% for 30 min, the pump delivered 1 unit in 30 minutes as programmed. The temp basal feature was found to be functioning properly. Investigators were unable to duplicate the ¿temp basal issue¿ complaint.